Event description:
It was reported that the right ventricular (rv) lead appeared to be oversensing which was leading to false arrhythmia episode recording. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076 lead, date of implant (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.